Manufacturer narrative:
The investigation for the product damage has been completed. The impella pump was not returned. Clinical details were not sufficient to determine the root cause. The cause of the product damage (guidewire damage) issue was not determined since product/images were not returned for investigation. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states in the caution section: inspect the impella set packaging while opening. In the event that any key components, including its end seal labels, are damaged excessively during shipment, the use of a back-up impella set should be considered. To conform to updated procedures, sections d6 and h10 have been revised with updated information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the 0.018 guidewire for an impella cp kit was frayed upon opening the package. The wire was not used. Another impella cp box was opened and a new 0.018 wire was utilized. No patient harm.